Event description:
It was reported that the customer had a high blood glucose and hospitalized. The customer's blood glucose level was 709 mg/dl. The customer was admitted at (B)(6) on (B)(6) 2014. The customer was treated with IV. The patient does feel okay to troubleshoot. The customer stated that she was not getting enough insulin. The patient was not in an accident. The patient was wearing the insulin pump at the time of emergency room visit. The customer was released about an hour ago. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider instructions the customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.